Manufacturer narrative:
Service repair in the field was performed on (B)(6) 2016. The replaced top cover was received at the manufacturer on may 31, 2016. The returned top cover was sent to the supplier.

Manufacturer narrative:
Service repair in the field was performed on may 23, 2016. The replaced top cover was received at the manufacturer on may 31, 2016.

Manufacturer narrative:
System analysis/service repair in the field was performed on (B)(6) 2016. The replaced top cover was received at the manufacturer on may 31, 2016. Initial evaluation noted the top cover was being sent to the supplier. Further review of the returned top cover noted part to be down revision hardware. The top cover was discarded.

Manufacturer narrative:
System analysis/service repair: the console was evaluated and repaired in the field on (B)(6) 2016. The reported fiber card reader issue was confirmed and determined to be the result of a faulty top cover. The top cover was replaced; the system tested and verified to specification.

Event description:
It was reported that prior to beginning a prostate procedure and with the patient under anesthesia, an "unable to read fiber card" message was received using 3 different fibers. The procedure was cancelled. Patient outcome : "ok" - there was no injury reported.